Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 400mg/dl. The nurse stated that her blood glucose was treated with an insulin drip. It was stated that the night before the blood glucose was 650mg/dl, but it was less at time of her admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.